Event description:
Customer received results of 19.9 mmol/l, 9.9 mmol/l, and 12.4 mmol/l on aviva nano system 1, and result of 7.4 mmol/l on aviva nano system 2 within 10 minutes. Customer adjusted his insulin based on result of 7.4 mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in system 2 (lot number 490658, expiration date 06/30/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.